Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's left ventricular lead exhibited high impedance and no capture. A chest x-ray was performed and no anomalies were noted. The lead was turned off. The patient was stable and asymptomatic throughout.